Manufacturer narrative:
(B)(4). (B)(4). User error caused the event. The user lost both visual and tactile control of the device during use.

Event description:
International customer reported that a needle released from the suture during an unspecified procedure. The surgeon lost both visual and tactile control of the device. The needle remains retained within the pt's tissue.